Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the cable that connects the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.